Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was predilated . A 2.75x20 mm taxus liberte drug eluting stent was unable to cross the complicated stenosed lesion, product could be pushed forward. Upon withdrawal stent damage was seen. The procedure was completed with a biotronic stent. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.